Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that patient fell approximately seven months post-implantation and dislocated the left hip. Patient was reduced in the emergency department. Additional information in medical records report patient fell ten days after first reduction and received a second reduction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records reveal patient fell in the store and subsequently her hip dislocated. However it is unknown that the patient fall is due to zb implants. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03493.

Event description:
It was reported that patient fell approximately seven months post implantation and dislocated the left hip. Patient was reduced in the emergency department.